Event description:
The reporter contacted animas on (B)(6) 2012 alleging that a couple of weeks ago the keypad buttons began sticking and require multiple presses to evoke a response, with the up arrow keypad button being the worst. The keypad is reportedly intact. The reporter states that the pump is worn in the shower at the pool, but not in the pool during swimming. The patient reportedly wears the pump under clothing against the skin and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact. When tested, the keypad buttons responded appropriately and the keypad complaint could not be duplicated. The keypad was removed for investigation and revealed contamination under the button contacts.